Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, no delivery test, displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump had minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump failed displacement test. The customer reported that they were experiencing low blood glucose. The customer's blood glucose was 54 mg/dl at the time of call. The customer stated that they experienced shaking and mental confusion. The insulin pump will be returned for analysis.